Manufacturer narrative:
Following a re-evaluation of the complaint, it was found that since the abutment is a two pieces and not single piece, unfortunately the stuck condition was reported as an error that this event no longer met the requirements for reporting. As a result, the prior submissions for MFR- 0001038806-2017-00464 submitted on august 01, 2017 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.

Event description:
It was reported that the abutment stuck and when it was removing it from the implant it bent and fractured. The abutment was returned for investigation.